Event description:
It was reported by the end user that water was dripping from the cardiosave intra-aortic balloon pump (iabp) during use. Both batteries showed empty on the display, however, the iabp was kept connected to ac and batteries were full by pressing the button on the batteries with 5 lights. The source of water was suspected to be from the saline pressure bag. One nurse put the bag on top of the iabp when he/she tried to change the saline bag. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. The national repair center received the exch pcb,power management board part number 0670-00-1162e serial number (B)(6). Swemco from the supplier and completed their investigation. The supplier first stated that they could not verify the complaint. Then stated that they found q27 had failed after testing. The supplier replaced q27 and installed cn167210. The board passed testing. The inspection of the board was completed per procedure number (B)(4). And to the ipc-a-610 standard, with no visual damage observed. Upon inspection of the board per procedure number (B)(4) the installation of the required rework was verified. The national repair center installed the board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(6) and the cardiosave service manual part number 0070-00-0639. The board passed testing. The board will be packaged and labeled and sent to stock per procedure number (B)(4).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse checked that water was found along the external casing of the iabp and the front part of the battery slots were wet. The bottom surface between the console and cart was wet too after pulling out the console. The iabp was checked internally for water, however no water found inside nor on the boards. Power supply part at the bottom of the cart was also dry. After clearing the water and starting up the machine, "fan failure detected" message was shown. One battery was not detected. The system fan was not functioning as no wind was blowing out. Fault code #59 was logged. The fan on the compressor did not function as well. After reconnecting the fan cable and performing several autofills in service mode, the fans started up and function normally. All the batteries could be detected as well. At this stage, the machine could pump normally in clinical mode with trainer connected under ac or battery mode. Date and time is also correct. Fault #59 was cleared, however; fault code #54 and #71 still persisted and only two boards were showing in the configuration data. The fse tried to reinstall the software without success. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported by the end user that water was dripping from the cardiosave intra-aortic balloon pump (iabp) during use. Both batteries showed empty on the display, however, the iabp was kept connected to ac and batteries were full by pressing the button on the batteries with 5 lights. The source of water was suspected to be from the saline pressure bag. One nurse put the bag on top of the iabp when he/she tried to change the saline bag. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported by the end user that water was dripping from the cardiosave intra-aortic balloon pump (iabp) during use. Both batteries showed empty on the display, however, the iabp was kept connected to ac and batteries were full by pressing the button on the batteries with 5 lights. The source of water was suspected to be from the saline pressure bag. One nurse put the bag on top of the iabp when he/she tried to change the saline bag. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result & conclusion code), h10. The getinge field service engineer (fse) that was performing the repairs, reported that the repair of the iabp has been completed after replacing the executive processor board, the power management board and the power slot interface board that were found to be defective. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective power management board will be returned to mahwah, nj for further complaint investigation. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported by the end user that water was dripping from the cardiosave intra-aortic balloon pump (iabp) during use. Both batteries showed empty on the display, however, the iabp was kept connected to ac and batteries were full by pressing the button on the batteries with 5 lights. The source of water was suspected to be from the saline pressure bag. One nurse put the bag on top of the iabp when he/she tried to change the saline bag. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed no visual damage and no evidence of saline on the board. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The national repair center could not verify the failure of battery slot 1 not working. The national repair center charged two batteries in slot 1. Battery slot 1 functioned on ac and on battery to factory specifications. The board passed testing. The board is to be sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation is required. A supplemental report will be submitted upon completion of this investigation.